Event description:
While installing the architect analyzer, the toe of the technician was injured / fractured by the monitor arm base which fell on the big left toe. The injury was treated with suture and bandage with no other impact to the health of the technician.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.